Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from (B)(6) 2025 confirmed that the ilet was operating as intended. Multiple alerts were appropriately triggered, including "high glucose," "insulin out of drug," and repeated "libre 3+ error" alarms. The cgm activity plot shows sustained hyperglycemia throughout the day, with glucose levels near or above 400 mg/dl until a decline late in the evening. Insulin delivery was observed, including a cartridge prime of 36 units in the afternoon, followed by smaller boluses. The event was preceded by sensor errors and insulin depletion, which may have contributed to delayed correction. Based on available data, the ilet functioned as designed, and the cause of the event is indeterminate. Should additional information become available, a supplemental report shall be submitted.

Event description:
On (B)(6) 2025, the user experienced a severe hyperglycemic event with a reported blood glucose level of 803 mg/dl. The user lost consciousness, resulting in a fall and hip injury. The user was transported to the hospital, where they were admitted and treated with intravenous fluids and insulin. The user successfully reconnected to the ilet at discharge and resumed insulin therapy.